Event description:
It was reported that the patient had not gotten any recharger coupling boxes filled since the device was implanted. It was noted that antenna locate was tried multiple times and the highest coupling number achieved was 44.- about two and a half months later, it was reported that the manufacturer representative met with the patient the day prior to the report. The patient had an overdischarged battery because she had not charged for a ¿few years¿ as her pain needs had changed. The reporter was able to get the battery out of overdischarge. About two weeks later, it was clarified that the patient¿s battery was only discharged. The patient received further recharging education, put the charging belt on, completed antenna locate, and the patient charged in office for thirty minutes. The patient then left with the charging belt on and intended to continue charging at home. Four days later, it was noted that a physician mode recharge (pmr) was not required and the patient was able to recharge after doing antenna locate. It was reported that the recharger was showing the "call your doctor" icon. An "antenna failure" error code was reported. Additional information received reported that implantable neurostimulator (ins) was surgically replaced on (B)(6) 2013. It was reported that "there was no problem with the ins, but the patient was unable to charge due to the way the ins was tilted in her flank due to her body "habitus". The ins was discharged, but not over discharged. It was noted that coupling bars could not be obtained, even after attempting the antenna locate feature with the recharger. It was stated that the device could not charge effectively enough for the patient to use therapy. After assessment from a health care provider, it was determined that the patient's ins would be replaced with a non-rechargeable. It was reported that the patient was "very pleased with her stimulation therapy." When the ins was discharged, the patient was unable to use stimulation and her pain returned. After the replacement the patient's therapy was activated and the patient was "very happy to have therapy restored."

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).